Event description:
It was reported that premature deployment occurred. The target lesion was located in the superficial femoral artery. An 7x80x130 innova was selected for use. During the procedure, an innova stent was prepared to treat a dissection lesion. After flushing, the angio marker of the stent-tip was observed to be protruding beyond the introducer sheath. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the innova was returned for analysis. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received partially unsheathed and with the stent partly deployed by approximately 2mm from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was not in place on the rack of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the superficial femoral artery. An 7x80x130 innova was selected for use. During the procedure, an innova stent was prepared to treat a dissection lesion. After flushing, the angio marker of the stent-tip was observed to be protruding beyond the introducer sheath. The procedure was completed with a different device. There were no patient complications as a result of this event.